Manufacturer narrative:
Date of report: 31oct2018. Date received by manufacturer: 29oct2018. Philip's field service engineer (fse) evaluated the device and verified the reported condition. The battery would not charge. The fse replaced the battery assembly to address the issue. The ventilator passed all tests and operated within the manufacturing specifications.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 17oct2018. International UDI# (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported the ventilator had a battery failure. It was reported that the ventilator was not in use on a patient at the time of the event occurred. The event date was not specified; estimate used.